Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ureteroscopy with stone extraction. The uromax ultra ureteral dilatation balloon was inserted into the ureter and inflated to 28 atm of pressure. This resulted in the balloon rupturing as well as the ureter. A stent was utilized to treat the ureter. This event was attributed to user related error as the incorrect sized product was utilized. The pt condition is noted to be stable. No further info is available at this time.